Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that prior to an ultrasound-guided breast biopsy through fibroadenoma tissue, the device allegedly had suction issue. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. On the visual evaluation of the device, the probe was bloody with the aperture approximately 100% closed. The saline cap was returned. The proximal retaining cap was glued to the probe. No damage was noted to the rear housing. The probe was loaded into the in-house driver and calibrated successfully. The probe meets the specification level of the maximum vacuum test and vacuum differential test. Then, the probe was inserted into a piece of beef and around the clock, sampling was performed. The probe underwent aperture opened, sample cut, and sample deposited into the sample tray and obtained six beef samples without any issue. However, 6th sample was acquired using the vac button on the driver. Therefore, the investigation is confirmed for the identified filling problem as the sample is obtained using vac button on the driver. However, the investigation is unconfirmed for suction issue as the probe meets the specification level of maximum vacuum test. A definitive root cause for the alleged suction issue and identified filling problem could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 08/2021), g3, h6(method). H11: h6 (device, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound-guided breast biopsy through fibroadenoma tissue, the device allegedly had suction issue. The procedure was completed using another device. There was no patient contact.